Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tubing of a bd intima-ii¿ closed IV catheter system was broken during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. According to available information the unit broke on the third day of infusion, and no abnormalities were noted in the time leading up to the reported failure mode. Retention samples were subjected to simulation testing in order to duplicate the reported failure mode. The results indicate that the tubing has markings consistent with being pulled apart during infusion. Bd will continue to track and trend for this issue.